Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had motor failure. The customer¿s blood glucose level was unknown at the time of the incident. Customer reported that the insulin pump had crack on reservoir side, outside the sunlight screen was harder to read. Insulin pump will not be returned for analysis.

Manufacturer narrative:
A test p-cap and reservoir locks into place inside the reservoir compartment properly. Device was received with the operating currents within specification. And passed the functional testing including self test, a21 error test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, displacement test, and the delivery accuracy test. No motor error alarm, motor/drive anomaly or unexpected failed battery test alarm noted during testing. The motor passed the motor test. Device was also received with cracked reservoir tube and minor scratched lcd window.